Manufacturer narrative:
Date of event is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient has had trouble inflating his inflatable penile prosthesis (ipp) device, which is listed on the recall list. The physician did troubleshooting in the office using force deflation, but it did not resolve the issue. The patient was scheduled to replace device on (B)(6) 2021, but had to be rescheduled day of. No patient complications have been reported at this point.

Manufacturer narrative:
Date of event is unknown. Investigation summary: based on the information available, the cause that contributed to the reported inflation issue cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient has had trouble inflating his inflatable penile prosthesis (ipp) device, which is listed on the recall list. The physician did troubleshooting in the office using force deflation, but it did not resolve the issue. The patient underwent a surgical procedure in which his ipp was explanted and a new tactra device was implanted. There were no patient complications.